Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited rising rv coil impedance that triggered an alert for rv coil impedance that exceeded the programmed upper limit. Additionally, the rv lead exhibited small r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.